Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer reported that pump will not turn on. Customer stated that no contacts were damaged on battery cap. Customer stated that insulin pump did not returned after pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black the insulin pump was returned for display - flashing/white/blank/frozen/partial on event date (B)(6) 2021. Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage did not drop below 3.5v for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked case at battery tube side. Device p-cap / test reservoir locks in place properly. Device was not confirmed for blank display anomalies. Device passed all required testing. (B)(4).